Event description:
It was reported that a patient death occurred. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) was positioned and a 27mm watchman laa closure device & delivery system (wds) were used. The procedure was completed and the closure device was successfully implanted in the laa of the patient. No complications occurred during the procedure. The patient was doing fine and in the recovery area following the end of the procedure. Fifteen minutes later it was noted that the patient was not breathing and did not have a pulse. A code was initiated and the patient was successfully resuscitated with CPR and epinephrine. The patient ph on the blood gas drawn was only 7.2 and the physician thought they likely rebounded back from the anesthesia and quite breathing, which led to heart stoppage. Four days later it was decided by the family to make the patient a do not resuscitate and the patient later passed away.